Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, approximately 1 year and 10 months post valve in valve (26mm sapien 3 in a 26mm sapien xt) deployment in the aortic position, the sapien 3 valve was explanted and replaced with a 21mm surgical vale.

Manufacturer narrative:
Additional information provided confirmed the sapien 3 valve had been explanted due to severe aortic stenosis and suspected av thrombus. Investigation is ongoing.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Multiple attempts to obtain additional patient factors were made, however, the information was not forthcoming. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the stenosis and suspected av thrombus could not be determined. In addition to the mechanisms described above, patient factors and co-morbidities (pre-existing valvular disease process) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.